Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. This event was assessed and is being reported as part of a retrospective review of events in response to an update to the MDR complaint sources.

Event description:
It was reported that the patient was seen in the clinic on (B)(6) 2017 and was noted to have drainage with a small ulceration at the driveline site. The patient had no systemic signs of infection, but was admitted to the hospital. The patient was started on intravenous (IV) vancomycin and was pending a computerized tomography (CT) of the abdomen. The patient was discharged later that week. On (B)(6) 2017 the patient was seen in the clinic. It was noted that the driveline exit site looked much improved after two weeks on IV antibiotics. Two wound cultures and blood cultures were taken and the results were negative. The patient was seen in the clinic again on (B)(6) 2017. The patient had maintained the vancomycin and cefepime IV antibiotics due to stop on (B)(6) 2017. The patient was later seen in the clinic and it was noted that the driveline exit site looked improved although silver alginate discs appeared to be irritating the patients skin. It was recommended to start per oral doxycycline and to switch back to biopatch kits twice weekly. The patient was seen in the clinic again on (B)(6) 2017 for a superficial driveline exit site infection with no clinical systemic toxicity or deep extension but slow resolution. No improvement on oral antibiotics. The patient has improved very slowly on IV antibiotics, which were tolerated fine for three weeks total and was transitioned to oral doxycycline 100 milligram (mg) twice daily, which the patient will continue. The ventricular assist device (vad) remains in use. The patient is a participant in the vad destination therapy trial improved blood pressure management clinical study. No further patient complications have been reported as a result of this event.